Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation. Based upon the investigation findings, the root cause was determined to be related to the challenging anatomy. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event.

Event description:
It was reported that after successful implantation of a bifurcated device and an infrarenal aortic extension in an emergent case, the physician experienced difficulty while attempting to remove the extension delivery system. The radiopaque tip became entangled with the end of the stent and detached from the delivery system. Reportedly, the physician felt that there was significant stenosis in the aorta and that the challenging anatomy contributed to the force required to remove the device. The tip was successfully snared using standard endovascular techniques. It was reported that the patient tolerated the procedure well and was discharged from the hospital.